Event description:
It was reported that the patient had experienced lack of benefit, less than 50% therapeutic benefit and pain from the new pump following a pump replacement. The doctor attempted catheter access port (cap) aspirations and could not aspirate. The catheter was disconnected and the catheter was aspirated freely. The doctor then did a cap flush and noted resistance until flow was obtained and freely flowed. The doctor did not see anything exit the connector tip to help determine why there was resistance from flushing the cap. It was determined that there was blockage or occlusion from the cap connection to the catheter. It was noted that the issue was resolved. The patient status at the time of the report was alive with no injury. The device system delivered morphine. It was later reported that the patient had also experienced withdrawals. It was clarified that the physician had surgically examined the device system on (B)(6) 2014 to troubleshoot. Following the cap flush the catheter was reconnected and a priming bolus was performed. As of the day of the report the patient was still having lack of pain relief and moderate withdrawals. The patient was taking oral medication to offset the symptoms. The physician was considering replacing the pump, potentially on 2014-03-01. It was later reported that during the cap flush the physician had to push very hard to get flow out of the cap. The physician thought that the cap was cleared and reconnected the catheter. The following day the patient again experienced withdrawal symptoms and the physician scheduled a pump and connector replacement. The replacement took place on (B)(6) 2014. The withdrawal symptoms were reported as serious. It was determined that there was a cap occlusion and there was no delivery of drug. It was noted that the catheter had good flow and there was no issue with the catheter; the catheter remained implanted. The reporter stated that the new pump and connector were working well and the patient recovered without sequelae. It was further reported that the patient was hospitalized for 1 week due to the severe withdrawals until the pump was replaced. The patient was currently doing well.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8709sc catheter (B)(4) revealed coring/tears/cuts in the seal of the sc connector.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.